Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 6, 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an unknown error message. On january 18, 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose more than 4 times per day and manages her blood glucose with novolog insulin. The patient takes novolog insulin based on an insulin sliding scale per the lfs meter reading when her blood glucose is above 200 mg/dl. The alleged error message began in (B) (6) 2009. In (B) (6) 2010 at 10 pm, the patient allegedly could not obtain her blood glucose due to the reported error message. The patient felt that her blood glucose may have been high and decided to take 3 units of novolog insulin. Sometime after her insulin intake, the patient reportedly felt "faint and shaky." The patient administered self-treatment with orange juice and reportedly felt better. The patient did not test on any other device at the time of concern. The product issue was resolved with training. This complaint is being reported because, the patient claimed she had symptoms that can be associated with hypoglycemia after she could not obtained a blood glucose reading due to the product issue. Replacement products were sent to the patient.